Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced bad static shocks down her hands when she touched door handles. It was noted that other people could hear the "crackling noise" of the static and, on one occasion, the shocks, were bad enough that the pt thought she may have burned her hands. The pt did not want to turn the device off as it was working well. There were no reported pt injuries.